Event description:
It was reported that during a laparoscopic colon procedure, after the fourth firing of the device, the knife blade would not return. The surgeon kept squeezing until it came back. The surgeon commented that it did not feel smooth. The staple line was fine. A new device was used to continue the procedure. There was no patient impact.(B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Closure trigger top the analysis found that one ec60a device was returned in good visual condition and with blue cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate.